Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 5.0mm self-drilling schanz screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was non-compliant by putting excessive weight on a large external fixator (original date of procedure is unknown). One of the two 5.0mm self-drilling schanz screws in the patient's femur broke in two pieces at the level of the bone cortex. X-rays were taken on an unknown date and the surgeon was going to remove the external fixator, but decided to leave the broken piece of the screw and the entire construct in place. There was no surgery performed. The patient is in stable condition. This report is for one unknown 5.0mm self-drilling schanz screw. This report is 1 of 1 for (B)(4).